Manufacturer narrative:
(B)(4) anti-reflux valve detachment. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2012 and a drain was placed at the pericardium. On (B)(6) 2012 at 6:00 am, the patient's fluid was disposed of and there was no problem with the reservoir. At 8:00 am, when the hospital staff disposed the patient's fluid, it was found there was the detached anti reflux valve into the reservoir. The reservoir was replaced with another like device. On (B)(6) 2012, the drain was removed from the patient. There were no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The valve was detached and was inside the reservoir.in addition, a review of the batch manufacturing records were conducted and the batch met all finished goods release criteria.